Event description:
Pt. In for pain one week prior to extraction. Extracted blade implant upper right. Implant loaded temporary 3 unit bridge. No grafting material used. Sinus floor perforated. Bone loss 3-4 cubic cm. Infection was debrided, pt, on antibiotics. Pt. On recall 6mos. To a year.